Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight years, since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the light source, there was a b30 connection error between the scope and tower. The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed, without delay, using a similar device. There was no reports of a delay or patient harm associated with the device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.